Event description:
The bronchofibervideoscope was returned to the service center with a report of dropped, damage in the boot. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, connecting tube had coating peeling one square millimeter (1 mm2) or more was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.